Event description:
It was reported that the patient is dissatisfied with his tactra penile prosthesis. The patient stated the the size is small without good filling of the glans and with tortuosity in the penile body; therefore, there's lack of rigidity not allowing penetration. The physician assessed the device and noticed that the girth is thinner than the space in the corpora cavernosa. A replacement was requested. There were no patient complications.

Event description:
It was reported that the patient is dissatisfied with his tactra penile prosthesis. The patient stated the size is small without good filling of the glans and with tortuosity in the penile body; therefore, there's lack of rigidity not allowing penetration. The physician assessed the device and noticed that the girth is thinner than the space in the corpora cavernosa. A replacement was requested. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, an unintended user error caused or contributed to the reported sizing issue.